Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(4) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.